Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage on power entry module cover. There were no visual indications of particulates within the cassette area. An internal inspection of the cycler found quick connect crimps disconnected from power terminals and in contact with each other causing cycler to short. Pitting was observed on the quick connect crimps where the short was occurring. A known good power entry module was temporarily installed. Plug unit in, power up check passed. No audible alarms or alarm screen were displayed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. The cycler underwent and passed a touch screen test and voltage check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a clinic¿s liberty select cycler was distorted with lines going across the screen during preparation of their peritoneal dialysis (pd) treatment. The power cord was properly connected in both ends and cycler plugged directly into a three prong wall outlet that was shared with the modem. There were no recent power outages in the home or in the area reported. At that point in time, the technical support representative advised to discontinue use of the cycler. A replacement cycler was issued to the clinic. It was reported that an alternate treatment option was available. Additional information has been requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.